Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 06/2025).

Event description:
It was reported that during a port placement procedure, the guidewire of the port allegedly had resistance and failure to advance. It was further reported that the guidewire was twisted. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the guidewire of the port allegedly had resistance and failure to advance. It was further reported that the guidewire was twisted. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported guidewire stretched issue as the guidewire was noted to be raveled & uncoiled on the proximal end near to the guidewire tip. However, the investigation is inconclusive for the reported failure to advance and physical resistance issue as the exact circumstances at the time of the reported event was unknown and cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port placement procedure, the guidewire of the port allegedly had resistance. It was further reported that the guidewire was twisted. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the reported guidewire stretched ad identified core wire fracture issues as the guidewire was noted to be raveled & uncoiled on the proximal end near to the guidewire tip. Furthermore, upon zooming the provided photo, one of the core wire was appeared to be fractured. However, the investigation is inconclusive for the reported physical resistance issue as the exact circumstances at the time of the reported event was unknown and cannot be verified from the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.